Event description:
It was reported that the customer had high blood glucose readings of over 600 mg/dl and noticed insulin dripping at the site. Customer also had ketones in the past. It was noted that the customer replaced the batteries and received a battery out limit alarm. Customer stated that the batteries were out of the insulin pump greater than the duration allowed. Customer's blood glucose reading at the time of the call was 238 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.